Manufacturer narrative:
G4: 17may2021; g5: 510k: k102985; b4: 15jul2021.

Manufacturer narrative:
The removed blower motor assembly was returned to the failure investigation lab (fi). A visual inspection of the blower motor assembly revealed no evidence of damage or contamination. The fi technician installed the blower motor assembly into a fi ventilator to duplicate the reported issue. Customer complaint cannot be verified. The returned blower passes all testing. No fault found.

Event description:
The customer called into technical support (ts) reporting that the device is displaying a check vent: blower temperature high error message and inquiring if the defective blower needs to be returned. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse transferred the customer to parts for RMA. The customer installed a new blower and returned the defective blower per inquiry. The device passed required performance verification tests per philips standards and was placed back into service.